Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. All other device parameters were normal. The patient was fine.